Event description:
It was reported that syringe s2 2ml 24ga 1in was missing label information. This occurred on 11 occasions. The following information was provided by the initial reporter: lot no 2005501 is missing from one strip of syringes.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2005501. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, the information that should be printed on the blister packages was observed missing. It has been determined that this defect was produced during the primary packaging process. Due to a variable in the data printing of the blister, a temporary stoppage occurred with the printing machine and the information was not printed on the blister packages in question. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 2ml 24ga 1in was missing label information. This occurred on 11 occasions. The following information was provided by the initial reporter: lot no 2005501 is missing from one strip of syringes.